Event description:
It was reported to philips that the system geometry movements were impaired due to buttons on the handles. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was performed when the issue happened, and procedure was completed by performing the movement manually. A philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movement was impaired due to buttons on the handles. On troubleshooting, fse found the problem was identified as being related to the l-arm hand grips, which were found to be malfunctioning. The failure analysis was conducted on the primary suspected component of the l-arm that the failure was attributed to damaged switches within the component. To resolve the reported issue, fse replaced the hand grip assembly. After replacing the hand grip assembly, system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the loss of motorized movement is resolved by manually. If the motorized stand movements become unavailable, the user can move the stand manually using the detector in a shift motion. Manual movements are also described in the instructions for use. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. This event would not be reportable. The codes were updated based on the investigation outcome.